Event description:
Physician was attempting to deliver 1 endeavor resolute drug-eluting stent to lesion in the lad in a patient who presented with coronary artery disease but the device could not cross. The lesion had been pre-dilatated but no details are available. Force was used to advance/remove the device, deformation was found on the stent. The physician completed the surgery with another device. The patient was reported to be ok. The stent was used after it's labelled expiry date. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 9th and 10th proximal stent segments were raised and deformed. The distal tip was damaged. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (deformation); failure to follow instructions ¿ (force used to while attempting to deliver the stent); shelf life exceeded ¿ (stent used approximately 3 months post the labeled expiry date); 3211 (deformation problem). Conclusions: inherent risk of procedure ¿ (deformation); user error contributed to the event ¿ (force used to while attempting to deliver the stent). (B)(4).